Event description:
Event description s-during a urology surgery case we opened a laser fiber to be used on the patient. Once the fiber was inserted you could see the end of the fiber sheath had scrapes off leaving the fiber exposed. We pulled that fiber out and opened a second one and saw that it too was in the same condition but slightly worse and a piece of the blue sheath came off in the patient. B-laser fibers are very delicate and when the sheath is removed or damaged it poses a risk to the patient and user for potential inadvertent laser burns. It is hard to see with the naked eye the damage. It isn't until it is inside the patient under the scope magnification that you see the problems. A-after we removed the third fiber, it was discussed that the patient will be flushed out with plenty of fluid that the plastic piece will be washed out and when we opened a 3rd laser fiber it was fully intact prior to use. R-reported the faulty fibers to olympus and involved pad staff to contact company about it. Awaiting response from olympus. Fiber info ref# emp-fbx272hs-c lot# h243553. Patient code: 2687. Device code: 1261. Reference report: mw5175503.